Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery due to tfna helical blade was beginning to cut out and locked down. Initial tfna surgery 4 weeks ago. The surgeon verified via x-ray that patient showing healing and that the helical blade advanced medial. During revision surgery, the surgeon attached the helical blade coupling screw to the blade and retracted the blade to desired depth then advanced the locking mechanism to lock the blade from sliding. The procedure was successfully completed with an unknown surgical delay. The patient's status is unknown. Concomitant devices reported: unk - nails: tfna (part# unknown, lot# unknown, qty 1). Unk - insertion inst: coupling screw: tr (part# unknown, lot# unknown, qty 1). This complaint involves (1) device. This report is for (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for complaint (B)(4).